Manufacturer narrative:
Investigation: five sealed 32g x 4mm pen needle samples and three photos were returned from lot. No. 8205948, cat. No. 320136. Visual examination of the returned photos and a clog test was carried out on all five samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that during use of the bd micro fine plus¿ insulin pen needle insulin didn't come out properly. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: insulin didn't come out properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro fine plus¿ insulin pen needle insulin didn't come out properly. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: insulin didn't come out properly.